Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, after an high implant of the valve, the delivery catheter system (dcs) was withdrawn, but the nosecone of the dcs was not centered within the valve frame, causing the valve to dislodge. The valve dislodged into the ascending aorta just above the sinotubular junction (stj). A second transcatheter valve was implanted through the first valve uneventfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: evolutr-26, serial/lot #: d735648, ubd: 28-oct-2022, UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs was not returned, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was performed using an 18 mm balloon. It was reported that the procedure was performed emergently due to unstable hemodynamics. It was reported that very calcified aortic valve cusps (mainly the non-coronary cusp) may have caused sub-optimal and higher than usual position of the pigtail catheter. Annular calcification was reported and the native valve may have been bicuspid. It was reported that the pigtail catheter appeared to be close to the sinutubular junction prior to release. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6. Eval code result, eval code conclusion conclusion: no device was returned for analysis; however, procedural images were submitted for review. The device history record review for both devices was not required as the event description did not indicate a potential manufacturing issue. However, manufacturing controls are in place to ensure that the devices met specification requirements prior to release from the manufacturing facility. The actual implant depth of the valve could not be determined in the procedural images due to the degree of calcification. A post-deployment image of the first valve confirmed the nosecone was not centered to the inflow portion of the valve frame. No image was provided that showed the valve being dislodged by the nosecone, but an image was received that clearly showed the valve migrated toward the ascending aorta with the edge of the inflow just above the native coronary arteries near the level of the sinotubular junction. Dislodgement of the valve by the distal tip of the delivery catheter system (dcs) is related to operator technique or experience; the device instructions for use (IFU), instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the inaccurate implant could not be conclusively determined with the available evidence. Inaccurate delivery does not typically indicate a device malfunction or a failure to meet manufacturing specifications. Hemodynamic instability can be the result of effects such as low cardiac output and hypotension, which are known potential adverse events per the device IFU. Unfortunately, with the limited information made available, without further procedural images for review and without returned devices for evaluation, a conclusive root causes cannot be determined and the relationship between the device and the reported event could not be established. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.